Manufacturer narrative:
(B)(6). Manufacturer's investigation conclusion: the reported event of increased resistance due to fluid ingress in the bulkhead assembly was confirmed. The heartmate ii system controller (s/n: (B)(4)) was returned for evaluation following a routine heart transplant. A review of the downloaded log file contained data spanning approximately 9 days (day 1763, hour 13, minute 9 ¿ day 1772, hour 3, minute 23 per timestamp). The pump maintained a speed above the low speed limit while connected to the driveline. There were no notable alarms active in the log file. During visual evaluation it was found that there was increased resistance pressing open the bulkhead assembly due to fluid ingress inside the connector and around the spring. The driveline was able to connect securely despite the presence of fluid. This did not affect the system controller¿s ability to operate. The system controller underwent functional testing and was able to operate as intended during analysis. There were no reported issues with the system controller at the time of the transplant. The root cause of the increased resistance in the bulkhead assembly was due to fluid ingress being present. A root cause for the fluid ingress was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use entitled ¿inspection, cleaning, and maintenance guidelines¿ details how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
During evaluation of the returned controller from routine heart transplant, it was found that there was increased resistance pressing open the controller's bulkhead assembly due to fluid ingress.